Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was hypotensive. The patient died 13 days after the onset of peritonitis. The cause of death was reported to be cardiac arrest. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was treated with vancomycin injection (1.5 gram, frequency not reported) and meropenem injection (1 gram, per day one exchange) for the event. At the time of this report, it was unknown if the patient recovered from the peritonitis. No additional information is available at this time.